Event description:
Information received from the patient reported that they had a sudden return of pain after getting out of a car on (B)(6) 2016. The pain was described as a sharp pain in the back that was like the pain before they were implanted with the implantable neurostimulator (ins). The patient was taking oxycodone for the pain. The patient additionally reported that their leg was so painful they could not step on their foot. Follow up information received on sept. 18, 2016 reported that the cause of the return of pain was unknown. Interrogation of the device and an impedance checked all looked normal. Reprogramming was performed and the device was providing pain relief. The issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.